Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device revealed the main coil was kinked and stretched, likely due to procedural/anatomical factors during use. The delivery wire was found to be kinked and broken. Additional information confirmed the device was in good condition prior to the procedure and was prepared as per device directions for use (dfu). Based on the information available and investigation results, the delivery wire kink and break were likely due to handling of the device during the clinical procedure; an assignable cause of handling damage was assigned.

Event description:
Analysis of the returned device found that the coil delivery wire was broken. There was no clinical consequence to the patient due to this event.